Manufacturer narrative:
Date of event: unknown, was not provided. If implanted; give date: an exact date unknown; however implant dates of (B)(6) 2016 and (B)(6) 2016 were indicated for the two lenses. If explanted; give date: na (not applicable) there was no indication that the lens was explanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that following bilateral intraocular lens implants, the lenses rotated. The doctor indicated that a secondary intervention is required. Patient's symptoms of poor vision with a visual acuity of 0.3 in the left eye and 0.6 in the right eye were reported. No further information was provided. As patient had two lenses implanted and it is unknown if both lenses rotated, an MDR for each lens will be provided. This report represents the second lens implant.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.